Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. It was reported that the customer was hospitalized for diabetes ketoacidosis. The mother of the customer felt that the insulin pump was not working for some reason. The mother of the customer reported concerns regarding the training provided to the customer which seems to be lacking. The mother of the customer also reported difficulty with regards the use of the sensor on the insulin pump. The mother of the customer reported that the sensor on the insulin pump was inaccurate and uncomfortable. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.